Event description:
It was reported that the relays on the system interface board of the 2600 system makes a humming noise when power is applied. It was also noted that the system experiences intermittent charger fail problem. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the system interface board and checked for loose power and ground connections. The system was tested and found to be working as intended and placed back into service.